Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hyphema as a known complication. The device history record (DHR) could not be reviewed, as no specific serial or lot information was available. The product was manufactured, tested, and released in accordance with validated procedures. As the device is not available for return, no device malfunction could be confirmed.

Event description:
Had a patient who developed micro hyphema after a streamline one click - dr. Said he did not prime on click - wonder if it was hyper pressurized, it went via360 and heme was coming appositional to the wound, patient dc 6 treatments and a long goniotomy.